Event description:
Per the family the alarms are not audibly sounding; the download via the apnea program shows that there have been alarms. The monitor alarms when it starts up and does the self check.